Event description:
It was further provided that it was not determined why a cap could not be completed. There were no further attempts and the doses were adjusted without removing the medication each time. The previous statement pertaining to the pump medication supposed to have last 60 days but only lasted two weeks was referencing that the patient needed a lot of medication for pain and there was no volume discrepancy.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2013, they were unable to perform a system content removal procedure; they were unable to aspirate via the cap (catheter access port). The patient needed a bolus, so they admitted the patient to the hospital for observation and medical management. It was noted that the patient¿s case was unusually complicated; he was ¿(B)(6) with cancer/pain so bad and insane requirements dealing with fancy stuff¿. It was noted that the physician was very involved with the patient and changed the daily dose constantly; an ¿every changing dose¿. With the last refill on (B)(6) 2013, the drug in the pump was supposed to last 60 days, but only lasted 2 weeks. The pump was delivering fentanyl, clonidine, and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Event description:
The patient has since passed away around (B)(6) 2013 due to the cancer. There were no plans to return the device and it was thought that it had not been explanted.